Event description:
It was reported by the customer that the pyxis medstation es drawer unrecoverable. A customer reported that the user was unable to dispense medication, resulting in a delay in the patient's treatment. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it determined that cubie drawer 3-1 pocket c1 failed to open. A field service engineer diagnosed the device, inspected and reseated the connections, and resolved the issues. The system functioned as intended after field service engineer troubleshooting.